Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2017(hysterectomy full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/abdominal, bleeding: general abnormal bleeding, fatigue. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.